Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted a 12.6mm vicmo 12.6 implantable collamer lens of diopter -16.0 into the patients left eye (os) on (B)(6) 2023. Reportedly the lens tore/ broke during injection/delivery into the eye. There was patient contact but no patient injury. The lens was implanted and removed intraoperatively. On the same day separate surgery the same model, length lens was implanted and the problem was resolved. H6- medical device problem code: 1494- off-label use (acd<3.0mm) claim# (B)(4).

Manufacturer narrative:
Work order search found no similar complaints. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -16.0 diopter was implanted into the patient's left eye (os) on 04-feb-2023. The lens was intraoperatively implanted, removed, and replaced for a same size lens due to the initial lens tear/break during injection/delivery into the eye. There was patient contact, but no patient injury. The problem was resolved. Reportedly, "the initial lens implantation and removal were performed in the same surgery, and the exchanged lens was implanted later on the same day."